Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, stained end cap sticker and stained address, serial number label. The test infusion set and reservoir does not lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.